Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father called in to report that the insulin pump alarmed motor error several times and that the device would not rewind. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 500 mg/dl. The customer stopped use of the insulin pump and reverted to manual injections. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump was unable to prime unit during prime/a33 test due to faulty force sensor resistor. Also, the insulin pump was received with intermittent button response due to corroded keypad traces and corroded battery tube. The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump has minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads and with broken belt clip slot. The insulin pump was missing the end cap sticker and the reservoir tube o ring.